Manufacturer narrative:
Investigation: the customer stated that upon testing by the processing laboratory, the 'inlinebreak seal' was tested and audible 'snap' was heard and a greater volume of liquid flowed through, indicating that the seal was previously intact, but leaking. Upon further follow-up with the customer, the operator stated that when she noticed the leak through the filter arm of the tubing, she immediately checked and closed the pinch clamp on the tubing above the filter. She also inadvertently closed the pinch clamp on the line to the collection bag. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. The customer stated that the incident contributed to lower than anticipated stem cell collection. Therefore, the patient had to return for a third day of collection, having received an additional dose of g-csf. Sufficient total collection was attained after the third collection. Root cause: according to customer statements and testing by the customer, the root cause for the leak is related to a faulty frangible and a loose sterile cap (accessory line from the colle bag).

Event description:
The customer reported that during a collection procedure, a leak was observed at the 'inline break seal' due to a loose end cap. No further information is available at this time if medical intervention was necessary for this event. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable kit is not available for return because it was discarded by the customer. This report is being filed in response to customer filing an sae report with their local authorities and due to unspecified medical intervention.